Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump's keypad was not always responding. While the customer was delivering a bolus over the phone, it took three presses for the down arrow button to work. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. No unexpected numbers ramping or scroll bar moving during testing noted. All buttons functioned properly. No damage in the keypad assembly was noted. The pump keypad connector was inspected and was properly connected. The pump was received with a cracked keypad overlay at the select button, a scratched case and keypad overlay texture damage.